Manufacturer narrative:
Result of investigation: during the technical inspection of the returned device, the error description "poor image quality" reported by the customer was confirmed. The imaging of the optics is blurred and foggy. The shaft of the optics is clearly bent, which has led to a chip in a rod lens. There are unknown residues adhering to the distal cover glass, which also have a negative effect on the imaging. The distal solder seam is chemically corroded and partially perforated, resulting in a leak. The leak allowed moisture to penetrate the optical system unhindered. The damage found is not attributable to a manufacturing or production defect. Such damage can be caused by clinical reprocessing or clinical use. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that hopkins optics has poor quality image. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).